Manufacturer narrative:
The patient's history of ventricular tachycardia was reported under 2916596-2020-05066. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low flow alarm followed by a syncopal event, and they were admitted to the hospital following this event. The patient was stable, no further alarms occurred. Review of the patient's log files showed that when the low flow was noted the flow was measured at 1.9 lpm. The flow returned to baseline after this event. The cause of the low flows was thought to be arrhythmia. Further details were unable to be provided as the event did not occur while the patient was in the hospital. The patient's medications were changed from sotalol to amiodarone. The patient has a history of ventricular tachycardia with syncope.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Analysis of the submitted log file confirmed the reported low flow alarm on (B)(6) 2021. The account communicated that the low flow alarm was potentially due to arrhythmia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. The account reported that the patient experienced a low flow alarm the morning of (B)(6) 2021 followed by a syncopal event. The patient was reported as stable with no further events since the morning of (B)(6) 2021. The submitted system controller event log file contained data from (B)(6) 2021 to (B)(6)2021. The file captured a single, transient low flow hazard alarm on the morning of (B)(6)2021. There were no other notable findings. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.